Event description:
This female peritoneal dialysis (pd) patient reported being in the hospital for approximately 9 days. The patient stated she had an infection on her abdominal area. Additionally, the patient stated she had low potassium. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to an infection at and around the pd catheter exit site. The patient was diagnosed with an exit site infection. Cultures were obtained. No information pertaining to the patient¿s statement of hypokalemia was provided. The patient¿s culture was positive for nocardia. The patient was initiated on antibiotics with bactrim and linezolid (route, dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient subsequently underwent an outpatient pd catheter revision on (B)(6) 2026. The patient was re-admitted to the hospital for the infection on (B)(6) 2026 as it was not responding to the antibiotics. The infection had not cleared. It was determined that the patient will require long-term antibiotic therapy. The nephrologist recommended the patient transition to hemodialysis, but the patient has refused. The latest note in the patient¿s record indicates the pd catheter may be pulled and replaced with a new catheter. That has not been confirmed. The patient remains hospitalized. The pdrn stated per the patient¿s records, pd is on hold. The cause of the infection has not been confirmed, but the pdrn stated this organism is found in water and soil and the patient has many plants. ¿nocardia are ubiquitous saprophytes found in water, decaying organic matter and soil. The cutaneous disease is usually acquired after a local injury to the skin.¿ (rawat et al, 2023) it is not confirmed if the plants are the source of the infection. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).